Event description:
A 26mm diameter x 15mm diameter x 13.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. Vessel morphology was reported to be non-tortuous with little calcification. It was reported that during deployment of the stent graft the operating table moved and caused the stent graft to be deployed 1 cm lower than intended. As 26mm diameter x 3.75cm length aortic extension cuff was successfully implanted; however, it was placed too high and covered 3cm of the orifice of the right renal artery. It was reported that final angiogram demonstrated brisk flow in both renal arteries. No clinical sequelae were reported and the pt is reported to be fine.